Manufacturer narrative:
Returned device was received in decent physical condition. During the evaluation of the device, the initial complaint was confirmed during analysis. There was liquid crystal leakage in the lcd. The led display on the pcb was found to be the cause of the initial complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was returned with a lcd screen that was bleeding. There was no reported adverse events.